Event description:
It was reported that "after 24 hours of insertion, the catheters were thrombosed and was unable to aspirate blood, presenting a flattened waveform with false tension.". The devices were replaced, and the patients were fine and had no harm or injury. The associated emdr report numbers are 3006425876-2025-00296, 3006425876-2025-00307, 3006425876-2025-00308, 3006425876-2025-00309 and 3006425876-2025-00310.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, "after 24 hours of insertion, the catheters were thrombosed and was unable to aspirate blood, presenting a flattened waveform with false tension". The devices were replaced, and the patients were fine and had no harm or injury. The associated emdr report numbers are 3006425876-2025-00296, 3006425876-2025-00307, 3006425876-2025-00309 and 3006425876-2025-00310.

Manufacturer narrative:
Qn #(B)(4).